Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with two (2) vial-mate devices. The reporter stated that they were using the devices with teflaro vials and baxter normal saline 250 ml. The reporter stated they attached the vials and saw the rubber piece in the vials, prior to pulling back into the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three samples were received for evaluation. The samples were each attached to a solution bag and a drug vial. Visual inspection was performed and revealed grey particulate matter present in the three received vials. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The needles of the samples were evaluated and were found to be normal without any morphology that would contribute to fragmentation. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.